Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker exhibited loss of radio frequency telemetry and loss of inductive telemetry. No changes or intervention was performed; the patient will be followed in office to monitor. The patient condition was stable.